Manufacturer narrative:
Hill-rom technical support suggested swapping the footboard and isolation each side rail. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. The hill-rom bed was manufactured prior to 1999. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left head side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed will self run into the trend position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).